Event description:
Customer reportedly received the following results on the guide system within 10 minutes: 281 mg/dl and 135 mg/dl no adverse event reported. Return of the suspect device was requested for evaluation.